Manufacturer narrative:
Corrected data: d2: common device name.

Manufacturer narrative:
Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The patient is enrolled in the (B)(6). On (B)(6) 2016 this patient underwent endovascular treatment for an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. Gore® viabahn® vbx balloon expandable endoprostheses were utilized in the visceral vessels. On (B)(6) 2019 a right renal artery occlusion was noted.

Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #13358705.cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.